Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Date of implant an unknown date approximately 10 years ago.

Event description:
Sales consultant reported patient complained of right wrist pain and catching around her wrist from a previous surgery performed about ten years ago. The plate and screws were removed on (B)(6) 2013. The date of original implantation was not provided. Some palpable crepitus dorsally and volarly listed under clinical findings. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Implant date is unknown. Unable to find documentation because surgery was done about 10 years ago. Product development evaluation reported complaint describes pain in the wrist after the plate had been implanted for ten years. The plate and five screws were explanted and returned to synthes. The plate material used was an approved stainless steel. The plate was introduced to the market at least 20 years ago. The drawing changes have been made to the design of the plate to modify etching; adjust tolerances of dcp hole. Therefore, the design of the plate is acceptable. The 2.7 cortex screws were also introduced at least 20 years ago. The screws are made from stainless steel. The design of the screws is acceptable. Therefore, this complaint is disposition as indeterminate. The plate and screws were explanted after 10 years due to pain. The plate and screws were intact so this complaint is disposition as indeterminate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Manufacturing evaluation: the screw was received in good condition with just minor scratches around the hex drive from use. Conclusion: due to an unknown cause the patient complained about pain in the area of the implant. The material for the screw was within specification as well as the length, major thread diameter and head diameter. The instrument conformed to dimensional specifications at the time of manufacturing. Based on the specifications at the time of the original manufacturing, the unknown root cause, and the evaluation performed by synthes, this complaint is deemed invalid from a manufacturing position.

Event description:
This is report 3 of 6 for (B)(4).